Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, as they did not have a charging cable available. Technical support provided pump reset information via email, and the customer planned to reset the pump and contact support if any further issues arose.